Event description:
On july 24, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient indicated that the alleged meter issue started on the previous month. The patient claimed that on an unspecified date/time after the issue began, she reportedly developed symptoms of feeling sweaty and shaky. The patient administered self-care by drinking juice. The patient denied receiving medical intervention from a health care provider and her blood glucose was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, her diabetes management and medication regimens, and what actions the patient took before the symptoms developed. In addition, it would have been helpful to know what date/time the symptoms developed. The patient admitted that she had not replaced the meter's battery according to the owner's manual. She did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.